Event description:
It was reported the customer was doing set change and the display went blank. Customer replaced the battery with a new one and now customer has to press the buttons several times so they respond. Customer's blood glucose was 7.4mmol/l. Customer stated it was really hot and he was sweating and the device was around customer's waist. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The unit powered up properly. There was no blank display noted. The unit had no button response due to corroded keypad traces. The unit had cracked case at display window corner and cracked reservoir tube lip. The unit had moisture damage on electronic assembly and on motor. There was no damage noted on c13 isolation tape on lcd/b.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.